Event description:
Intial hba1c result of 5.3% was rerun on electrophoresis glycosylated hemolgobin method and recovered 9.3%. Patient sample has been requested back for additional evaluation and investigation.